Event description:
Same case as MDR#2134265-2013-05955. It was reported that device entrapment occurred, requiring surgery for removal. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery (lad). After the 3.00x28mm promus element stent was implanted, post-ivus was performed using an atlantis sr pro imaging catheter. The ivus catheter got stuck with the stent and when the physician tried to move the catheter, the distal end of the stent was deformed. The ivus catheter could not be pushed nor pulled, so the transducer was removed and a guide wire was inserted. The catheter still could not be removed so surgery was performed to remove the catheter. The stent was entangled with the wire exit port of the ivus catheter.

Manufacturer narrative:
Age at time of event: (B)(4). (B)(4).

Event description:
Same case as MDR#2134265-2013-05955. It was reported that device entrapment occurred, requiring surgery for removal. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery (lad). After the 3.00x28mm promus element stent was implanted, post-ivus was performed using an atlantis sr pro imaging catheter. The ivus catheter got stuck with the stent and when the physician tried to move the catheter, the distal end of the stent was deformed. The ivus catheter could not be pushed nor pulled, so the transducer was removed and a guide wire was inserted. The catheter still could not be removed so surgery was performed to remove the catheter. The stent was entangled with the wire exit port of the ivus catheter.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic inspection of the returned device revealed only the tip section of the catheter was returned attached to a stent and guidewire. The tip appeared to have been cut off. The ro marker is present in the returned section of the catheter. The guidewire exit port was lifted and appeared be stuck with the stent. A stent strut appears to have cut into the catheter at the guidewire exit port. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).